Event description:
Info received indicates the brake pedal linkage is broken and the brake can only be set at the head end of the stretcher.

Manufacturer narrative:
The tech installed a brake/steer upgrade kit to repair the stretcher.